Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that this is the patient¿s third disassociation, and on this occasion the patient claims they woke up in the morning with the joint dislocated.

Event description:
It was reported that this is the patient¿s third disassociation, and on this occasion the patient claims they woke up in the morning with the joint dislocated.

Manufacturer narrative:
The reported event was not confirmed, since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected device was not returned, and no other evidence were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the alleged failure. If any further information is provided, the complaint report will be updated.